Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the reported treatment (insulin) is inconsistent with the diagnosis of severe hypoglycemia.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's daughter reported customer received the following readings from his precision xtra blood glucose meter: 370 mg/dl at 8:53am and 448 mg/dl at 9pm on (B)(6) 2011, 260 mg/dl at 1:35 am, 354mg/dl at 8:55am, 297 mg/dl at 2:25 pm on (B)(6) 2011 and 326 mg/dl at 8:47 am on (B)(6) 2011. She further reported customer's insulin was increased in response to these readings, but noted that despite this, his glucose would still be high and he would then be given additional insulin. It was further noted that on (B)(6) 2011 he experienced vertigo, blurred vision, confusion, nausea, diarrhea, dehydration, difficulty urinating and subsequently experienced a loss of consciousness. Customer self-presented to a local healthcare facility where he was diagnosed with severe hypoglycemia. At the healthcare facility the customer was given an x-ray, a sonogram, an MRI, unspecified laboratory tests and a "kidney function" test. Customer was also reportedly treated with insulin. There was no report of death or permanent injury associated with this event.